Manufacturer narrative:
Should any additional information be received by the customer then an additional report will be submitted. (B)(4).

Event description:
The customer reported that this vela ventilator was alarming "circuit disconnect" and there were no vte (exhaled tidal volumes) readings displayed on the monitor. The customer stated that this occurred while being used on a patient. The customer also stated that the patient was breathing fine when this reported event occurred and that there is no allegation of injury or harm.

Manufacturer narrative:
A carefusion field service representative (fsr) went onsite at the reporter's facility to evaluate the suspect vela ventilator. While on site, the customer reported to the fsr that the reported issue of the "circuit disconnect" alarm was believed to be due to the patient disconnecting himself from the ventilator. The fsr performed the user verification test and the operator verification test and the unit passed within factory specifications. The "circuit disconnect" alarm could only be duplicated by removing the unit from the test lung.